Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley bag and foley catheter balloon was leaking.

Manufacturer narrative:
The reported event was inconclusive because the investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. No additional actions can be taken at this time. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley bag and foley catheter balloon was leaking. Per follow up information received via email on 15sep2025, defective product was returned in a batch of other defective catheters. The lot # is ngkr2067 and the product was in use with a patient and urine was filling in the collection bag as anticipated. Urine was leaking from the collection bag onto the surgical floor. The foley catheter was replaced after surgery was completed.